Manufacturer narrative:
The reported field event was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to surgery for a routine generator change. During the procedure, the physician was unable to tighten the set screw on the replacement pulse generator. It was noted that the set screws were torqueing properly, but the leads could easily be pulled out of place. The device was not used and replaced. The patient did not experience any adverse events and was stable before, during, and after the procedure.